Manufacturer narrative:
New information added on fields: h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is most likely that the video connector socket locking lever failure was the cause of the reported malfunction. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the lock latch on the video connector of the video system center caused no image when wiggling the scope end connector. There were no reports of patient involvement.